Event description:
It was reported that there was a cassette sensor issue. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of a cassette not attached alarm. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) sensor as well as a missing dso seal. The cause of the problem was a defective latch lock sensor, and it was replaced to fix the issue.